Manufacturer narrative:
Based on the claim against the product by the customer noting conductor wire insulation damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have conductor wire insulation damage at the bipolar yaw pulley. Visual inspection found the wire to be exposed. The fbf passed the electrical continuity test on all attempts. There were no signs of thermal damage. The probable root cause of damaged conductor wire insulation is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed that the fbf had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the conductor wire insulation of the fenestrated bipolar forceps (fbf) was damaged. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damaged conductor wire insulation was identified after flushing before the sterilization. The internal wire was exposed. When the fbf was used in the last procedure, it was not inspected prior to use. There was no loss of cautery associated with damaged cable. There was no sign of thermal damage. It was unknown if the fbf collided with any other instrument or tool during the procedure. There was no fragment falling inside the patient¿s anatomy. The procedure was completed with the same instrument. After the completed of the procedure, the fbf was not inspected for any damage.